Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2014. The cause of death was complications from diabetes. The caller stated that the customer had an infection that took over the feet so the customer's left leg was amputated and his body could not go on. The customer went to the emergency room on (B)(6) 2014 for pain and was placed on pain medications. The caller did not know the customer's blood glucose at the time of death. When asked whether the customer was wearing the insulin pump at the time of death or not the caller responded that they do not have any available information. The caller stated that they do not know where the customer's insulin pump is. The caller asks for no further contact.